Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that historical episodes of t-wave oversensing (twos) were observed during the interrogation of the patient's implantable cardioverter defibrillator (ICD). It was also reported that the patient was undergoing rehabilitation during the isolated period of the recorded episodes and that the increased activity may have been associated with the twos. Subsequent and real time electrogram (egm) data on the day of the interrogation did not show any evidence of the twos. No intervention or reprogramming was performed at the time. The device and lead system remains in use. No patient complications have been reported as a result of this event.